Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was also reported that the patient experienced syncope. Technical services (ts) analyzed device episode and determined that the shock was inappropriate due to double counting of a monomorphic slow ventricular tachycardia (vt) that was below the programmed therapy zone. The shock converted the rhythm. Ts recommended updating system programming or upgrading to a transvenous system to best treat this rhythm. No adverse patient effects were reported. Currently, this s-ICD system remains in service.